Event description:
Device analysis completed, cover page updated on hazard code and final report will be sent.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy plus 6500 pump. The complaint of lec error 1310 was confirmed when testing and duplicating complaint. The pump was recieved and file indicates damaged. The complaint of alarm lec code 1310 was cleared . Unknown cause of problem. Actions was to clear the error code from pump ,as then the device was functional and passed delivery testing.

Event description:
Information was received that a smiths medical cadd legacy plus pump displayed lec error 1310. No adverse patient effects were reported.